Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Stopped registering icp. Issue occurred after a technician came in and attached an EKG feed. After that, device stopped registering icp. Monitoring was discontinued. No patient harm or delay in treatment reported.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It has since been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. See MDR 226348- 2016-10191 and MDR 1226348-2016-10190 for information regarding additional instruments associated with this event.